Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, was running rough and was defective on the small battery drive device. It was further determined that the motor was worn out and the controller was defective. It was further determined that the device failed pretest for checks for the off/osc/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, compatibility between colibri/sbd and colibr ll/sbd ii and the function with epd-console. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.